Event description:
It was reported that, "there was a infection and it was being taken out and washed out and used ind and putting in a new insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or add'l info becomes available, the evaluation summary will be submitted in a supplemental report.